Event description:
Brake caster would lock and holdcaster would rotate side to side if pushed on side of caster. No injury reported.

Manufacturer narrative:
Technician found the brake caster would lock and hold, but caster would rotate side to side if pushed on side of caster. Replaced caster to resolve this issue. Bed located on first floor.